Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that she experienced high blood glucose events. The customer's daughter reported that the she received a no delivery alarm. The customer's blood glucose was 515 mg/dl at the time of incident. The customer's blood glucose was 532 mg/dl at the time of call. The customer's daughter stated that she treated her high blood glucose with manual injections. The customer's daughter performed fixed prime and stated that the insulin pump primed successfully. The customer's daughter stated that they have not tried different cannula lengths. The customer's daughter stated that the insulin was not expired or denatured. The customer's daughter stated they do rotate sites and avoids scar tissue. The customer's daughter stated that the tubing was not bent or kinked. The customer's daughter stated that they have not tried all remedies. The customer's daughter stated that the cannula was bent. The insulin pump will not be returned for analysis.